Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of a 63mm abdominal aortic aneurysm. The proximal aorta was 33 - 34 mm in diameter and 13 mm in length. The distal aorta was 24 mm in diameter. Right iliac artery was 15 mm in diameter and the left iliac artery was 18 mm in diameter. The right and left femoral arteries were 8 and 9 mm in diameter, respectively. Right and left iliac tortuosity was mild. There was no iliac stenosis. Circumferential aortic mural thrombus/calcification at the proximal neck was 33 percent a non-medtronic aui stent graft was implanted approximately 2 years and 4 months later. It was reported approximately 3 years post the index procedure follow up identified compression of the stent in the left iliac vessel distally. An unknown endoleak was also observed in the native aortic aneurysm to the left at the height of the aortic graft split into two limbs. Per the investigator the cause of the stent graft compression was probably due to retrograde reflux from the iliac artery. The cause and type of the endoleak remain undetermined. No additional clinical sequelae were reported and the patient will be monitored. Medical history: tobacco use, hypertension, hyperlipidemia.